Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of this suture needle pull off event? There were no adverse consequences to the patient. The following information was requested, but unavailable: what tissue/location was suturing when pull off occurred? No further information is available. Was the needle piece removed from the patient during the same procedure? No further information is available. Procedure name? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle. No adverse patient consequences were reported. Additional information was requested.